Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on screen. Customer¿s blood glucose level was unknown. Customer also reported that they making it was hard to read in sunlight and clock not staying accurate. The device will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. Program correct time/date and monitored ten days. No unexpected time/date anomaly noted during testing. Device had minor scratched lcd window. (B)(4).